Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem. The fse first rebooted the instrument and then made new wash solution. The fse used the temperature screen in maintenance to view the wash temperature which he found stable with no overheating. Following introduction of new wash solution, the customer ran controls on all assays and all results were well in specification with no errors. The reported problem was resolved by the fse and the aia-2000 analyzer was returned to use. The most probable cause of the reported event is related to the wash fluid which needed replacement. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes and troubleshooting pertaining to the aia-2000 system. Per the aia-2000 operator's manual, the following information is provided for the error codes 2000 and 3029: [2000] diluent shortage operation stopped. Cause: the diluent tank was found to be empty at the start of measurement. Measuring operation is stopped. Solution: replenish the diluent and retry the measurement. [3029] washer temperature abnormally high cause: the washer overheat (50) signal was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report receiving errors 2000 (diluent shortage) and 3029 (washer temperature abnormally high) during use of the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for bhcg and lh ii. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.